Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during an unspecified treatment procedure the distal portion of the cutting balloon catheter shaft broke while in use inside the patient. The distal portion of the catheter was retrieved successfully.